Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having issues with the keypad. The blood glucose reading at time of call was 210mg/dl. The caller stated that the numbers were ramping on their own. Advised the caller to discontinue use of the device and revert to back up plan. The call was disconnected, but the customer called back the next to report that the insulin pump had a frozen display. No further information was provided.